Event description:
It was reported that during central processing, the 8mm large needle driver instrument was fluffy. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: it is unknown if there were broken/frayed cables. No material missing or detached from the instrument at the distal end. The instrument did move in the intended direction. No usage of any release/key mechanism. No injury to the patient as a result of the reported failure.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the full product lot/batch # k10240516 0450. The damage observed was frayed cable strands that stuck out at the wrist. When asked if the damage was at a portion of the device that enters the patients (distal end), the reporter responded that fa revealed the frayed cable strands stuck out at the wrist, not at the main tube, or at the instruments grey housing. Nothing was reported to be sticking out the instrument. There were no reported issues related to opening/closing of the grips. No photographic images are available. Correction to section d: primary product batch/lot number was updated to k10240516 0450.